Event description:
This 37-year-old female underwent a bam with saline-filled breast implants on 4/15/93. Recently the right implant suddenly completely deflated. Gross exam: the empty right implant shows a minute pin-point hole in the lateral aspect through which, when inflated, water flows slowly drop by drop. The left implant is also empty with a 0.7cm slit-like fenestration which occurred during explanation.